Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the trigger / slider was blocked, jammed and loose on the small battery drive device. It was noted that the device failed the off/osc/on switch mode function, oscillation angle, trigger and electronic control unit function, compatibility and function, switch function, and the power with the test bench assessments during pre-repair testing. It was reported in the service order that the device push button was defective. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.